Manufacturer narrative:
It was reported that when the scrub nurse opened the implant, the plastic packaging adhered to the stem. Surgery was completed with another device. There was a negligible surgical delay. Information was received from a surgeon who is not required to complete form 3500a. The device was returned for evaluation. Visual inspection confirmed the polyethylene bag residue adhered to the device surface. It was verified that the type of low density polyethylene ldpe bag used to package this device was the previous version of the bag that had experienced the sticking failure mode. The device was used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that when the scrub nurse opened the implant, the plastic packaging adhered to the stem. Surgery was completed with another device. There was a negligible surgical delay.